Event description:
Interruption in telemetry monitoring, affecting numerous patients and producing 35 patient safety reports. These reports are related to drop outs in the system. Specific report texts include: at approximately 0146 pt telemetry monitoring was interrupted; at approximately 2005, 2017, and 2219 pt had an interruption in telemetry monitoring; at approximately 1724, 1757, 1758, 2043, 2100, and 2132 pt telemetry monitoring was interrupted; at approximately 1547, 1930, and 2354 pt telemetry monitoring was interrupted due to computer glitch; at approximately 1547, 1930, and 2354 pt telemetry monitoring was interrupted due to computer glitch; telemetry dropout of information (the tracing itself) intermittently from 15:52:37 through 15:52:56, also from 15:20:10 through 15:20:44. E-mail sent to leadership of the two units affected. Multiple "dropout" occurences on telemetry, no adverse events, patient discharged this day. Of note, the same patient telemetry was involved in yesterday's dropouts; changed batteries, continued to occur on same patient -telemetry monitor had a "drop out" occurrence. Pt's 6 second rhythm strip was interrupted by the system making the rhythm undetermined.what was the original intended procedure?telemetry monitoring.device #1is this a laboratory device or laboratory test?no.